Event description:
I received an urgent:medical device correction from alere informing me that the device could provide low readings for inr under certain conditions. I have not used the product since (B)(6) 2012, and returned it to alere at about that time. My inr is currently being monitored by the va in their laboratory system.